Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 02/07/2014 with the following findings: the complaint could not be duplicated or confirmed with investigation. The black box revealed no related alarms or indication of malfunction; data relevant to the alleged event date was overwritten due to extended pump use. The total daily dose history correctly reflects the user programmed basal rate and bolus deliveries. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Unrelated to the complaint, a battery compartment crack was discovered. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been requested for return to animas. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient¿s blood glucose was 22 mg/dl with symptoms of confusion, disorientation, inability to concentrate, and cognitive impairment. It was reported the patient did not receive treatment outside of their usual diabetes care routine and the pump settings were not changed either before or after the reported event. The reporter noted that the pump¿s basal and bolus histories correlated appropriately to the basal and bolus totals in the total daily dose history, the basal history matched the active basal program, and the programmed boluses were recorded correctly in the bolus history. It was reported that the patient had overrode the pump¿s bolus calculator¿s recommended dosage for bolus delivery. This complaint is being reported because the reported hypoglycemia was associated with use error. No pump malfunction was alleged by the user or indicated during troubleshooting.